Event description:
During closure of common femoral arteriotomy the perclose device become stuck in the artery. The footplate lever was in its retracted position, but the footplates were still deployed. This was seen on realtime ultrasound imaging during the case. The device could not be removed and eventually the external portion of the device was sheared off from the endovascular portion. Retrograde access of the anterior tibial artery was obtained and the tip of the device was snared from below. The device was retraced from the arteriotomy and manual compression was applied. The snare was removed and replaced with a 7mm x 100mm angioplasty balloon and angioplasty of the arteriotomy site was performed for ten mins, while maintaining therapeutic heparinization, in order to close the arteriotomy site securely. Numerous attempts were made to remove the device using snares, both from the retrograde anterior tibial artery approach and from a second antegrade access that was obtained at the common femoral artery. The device was brought down to the level of the popliteal artery, but could not be brought down any further, likely due to the footplates. The pt was transferred to (B)(6) med ctr for surgical cut down onto the popliteal artery for device removal and thrombectomy. The pt had a warm foot and deplorable pulses upon discharge from our facility, but after a failed surgical intervention, later required above knee amputation. FDA safety report ID# (B)(4).